Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level. It was also reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. A replacement cable was sent to the customer to resolved the issue.